Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. All manufacturing processes and procedures were performed as required during the production run of the reported complaint lot. No complaint or manufacturing trend was identified. As a result of the investigation, there were no deviations or events identified that could have led to the reported complaint events, therefore, a specific root cause associated with the manufacturing process was not identified. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-health care professional on behalf of consumer stated that the contact lenses were disintegrate in consumer¿s eyes. It was also stated the contact lenses were torn during handling and were difficult to remove from the eyes. Upon follow up information received from the consumer that after wearing the lenses, the consumer experienced the splitting of the contact lenses in half or into multiple pieces five times in both eyes. At one instance, the consumer reported that one lens was torn when it was removed from the package, and another lens was torn during handling. The consumer visited to the doctor for the contact lens removal from the eyes. The consumer visited the doctor twice and was diagnosed with an ulcer and still experiencing eye irritation. The doctor prescribed unspecified antibiotic eye drops. The contact lenses had been discontinued. The status of the consumer¿s eye was not resolved at the time of this report. No additional information has been requested.